Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse found leakage on a bd connecta¿ plus stopcock with extension line during infusion. There was no report of injury or medical intervention.

Manufacturer narrative:
Our quality engineer microscopically inspected the returned unit and confirmed the presence of a small seam in the end of the tap which allowed the leakage to occur. The sample was leak tested at 17.4 psi according to test method t400sp showing leakage from tap component. The batch records were reviewed and nothing was noted that related to this issue. Bd was able to duplicate or confirm the customer's indicated failure mode. This condition is normally caused by the part not being packed enough during the molding process. As part of CAPA 55238, the molding presses were set up with an alarm to shut the press down if the pack pressure is too low. This alarm cannot be turned off by production personnel. As part of this investigation, the alarm was verified on (B)(6) 2018 to still be working on the press in question. There is no way to verify if the alarm was functioning back in march or february when this part was molded. No other causes can be determined.